Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, pelvic pain female, discomfort, dysmenorrhea and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full); bilateral salpingectomy, right salpingo-oophorectomy). Essure was removed on 1-jun-2009. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2008 trailing coils- left-3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, pelvic pain female, discomfort, dysmenorrhea and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full); bilateral salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2008 trailing coils- left-3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping) were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.